Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown; product ID: 9735796, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor froze sometimes. The os and cranial application software were upgraded. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the touchscreen from the surgeon monitor would freeze sometimes when using os 1.0.4 and app 1.0.2. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis of pcoip was initiated to determine the probable cause of the issue. Analysis found that the client was tested for over 24 hrs without issues. Internal logs from the client did not indicate any issues during testing. No failure was found. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hardware was returned and it was reported that the problem could not be duplicated. The monitor was connected to a test system to test for any failures. The monitor remained working during testing. Touch screen and audio functioned normally without failure. If information is provided in the future, a supplemental report will be issued.